Event description:
A medtronic representative reported that during a navigation system check-out, the camera failed the accuracy assessment kit (aak) test. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is not available. RMA issued. Replacement camera sent to site on (B)(4) 2014. Medtronic investigation of returned suspect device finds that the left emitter lens on the camera is cracked. During a system check, the camera failed an aak test at .61 mm with low line separation of .17 mm. After receiving the camera for evaluation, the camera initially went through a visual inspection then was allowed to power up and warm for an hour prior to an aak test. The camera passed this aak test at .16 mm with low line separation of .06 mm. The outer surfaces of the camera were then cleaned and then another aak test was run about twenty minutes after the previous test. This time the camera passed the aak test but with a much higher reading of .54 mm and above normal line separation of 1.63 mm. The test software automatically adjusted the line separation to 0 mm. The subsequent aak test, immediately after the adjustment, showed a pass but with a lower reading of .41 mm along with low line separation of .32 mm but significantly higher than the 0 mm of moments before. Electrical failure, failed diagnostic test, directly caused the event.

Manufacturer narrative:
Correct serial number now provided. Correct device mfg date now provided.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.